Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the remote home monitoring system issued another alert for a low out of range shock lead impedance measurement. The ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) now exhibited high out of range shock impedance measurements. A procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. It was noted that the patient has a more slender build thus the device was replaced with a smaller model ICD. No additional adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance (sli) measurement. The cause of low sli was not determined. The field representative reported that the high voltage impedance was re-measured and was found to be within range. The patient will be monitored. At this time, the system remains in service. No adverse patient effects were reported.